Event description:
Device 1 of 5: reference MFR report: 1627487-2012-04879, reference MFR report: 1627487-2012-04880, reference MFR report: 1627487-2012-04881, reference MFR report: 1627487-2012-04882. The pt received four leads with two distinct lot numbers. It was reported the pt had an infection, and had been taking oral antibiotic. F/u with the physician's office identified on (B)(6) 2011, it was discovered the pt had an infection at the ipg site. On (B)(6) 2011, the physician surgically relocated the ipg to another location. Cultures were taken at the time, which was (B)(6). It was suspected the pt may have contracted the infection from a lake. The pt was treated with oral antibiotics and referred to an infectious disease physician. On (B)(6) 2012 the pt came back to the physician with back pain. It was discovered the pt had not been compliant with the physician referral for the infection, and the infection had moved to the lead sites.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the ipg communicated with a lab programmer. The returned product was not analyzed as the complaint of infection could not be confirmed via lab testing. Review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.